Event description:
The device was explanted due to the advisory. The device was returned to the manufacturer, analyzed, and subsequently, tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.